Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was unable to dispense medication on override. A user logged into the pyxis multiple times between 11:00 am and 11:02 am in an attempt to override medication for a temporary patient; however, the medication could not be dispensed. At approximately 11:04 am, the medication was successfully dispensed under another user login. Additionally, when the patient was added to the adt hospital database, the patient information did not cross over to the pyxis system for several minutes. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that during the first login attempt, the user (B)(6) account was locked, which prevented successful authentication. The identity server returned an accountalreadylocked error. On a later attempt, the user was able to log in to the medstation successfully. The technical support specialist (tss) ran an order cast query in the medstation database for the temporary patient and confirmed that all orders processed correctly once the patient data and authentication were fully synchronized. The tss concluded that the delay in medication dispensing and the patient appearing on the ed-peds pyxis were caused by a brief synchronization delay between adt (active directory) and the pyxis system. No other errors were observed once authentication and patient data became fully available. The system functioned as intended after the technical support specialist (tss) investigated the device.